Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced a posterior capsule tear during cataract surgery. The surgeon suspects a burr on the disposable ia tip. The surgery was completed without product replacement.

Manufacturer narrative:
One opened ia tip was received in a sleeve, in a bubble bag, for the report of tip burr. The sample was visually inspected and found to be non-conforming with foreign material present. The sample was then dimensionally inspected for the tip parting line mismatch and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The returned sample was found to be dimensionally conforming, therefore a burr as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. I/a products are 100% visually inspected during the manufacturing process. The manufacturer internal reference number is: (B)(4).